Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.00/4.0/105 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Refractive suprise was observed on (B)(6) 2018. Removal of the lens and exchange is planned once new lens is calculated. Cause of the event is reported as unknown. If additional information is received a supplemental medwatch report will be submitted.